Event description:
Wife called to report customer death. It was reported that death was due to heart failure caused by low blood glucose levels. It was reported that customer was outside playing ball with his kids about an hour before he fainted with low blood glucose levels. Customer was wearing the pump at time of death.